Manufacturer narrative:
The device was received with operating currents within specification. The device passed rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error 63 alarmed during self test and confirmed in pump history with variable due to cold solder joint at keypad assembly. Pump error 53 noted in the formatted history file due to software error. The device was received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed error during the rewind process. No resolution was mentioned. The pump is returning.